Event description:
It was reported that there were air bubbles and gaps in the system. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer administered a correction bolus via the pump. Customer support assisted the caller in loading a new cartridge using the proper technique, successfully resolving the issue and allowing the customer to resume insulin therapy.